Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 438 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and during troubleshooting the customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer had a motor position encoder error alarm in the insulin pump alarm history. Customer stated that the no delivery alarm was resolved by a complete infusion set and reservoir change. Customer also reported to have experienced a high blood glucose of 438 mg/dl due to motor error and a no delivery alarms. Customer treated with manual injection and declined further troubleshooting on high blood glucose event. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.